Event description:
It was reported that the customer's usb charger cable was damaged and had exposed wiring. Reportedly, the customer could not use the cable to charge the pump. Tandem technical support sent the customer a replacement usb charger cable.

Manufacturer narrative:
Device not returned.